Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. Currently, there is disease progression with iliac limb dilatation. A recent routine follow up CT revealed that there is a distal type I endoleak. The right common iliac dilated moderately and the seal with the iliac limb was lost, the limb subsequently migrated proximal into the distal aorta. The physician elected to implant an endurant iliac limb extension 16x24x93 and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.